Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a zoll representative contacted zoll while assisting a (B)(6) male patient in the hospital to report that the patient developed an open sore underneath the front therapy electrode. The patient's nurses had bandaged the wound and removed the lifevest. There was no additional follow-up on the condition of the area.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.